Manufacturer narrative:
Additional information h3-device evaluation: lens returned in a microcentifuge vial with moisture. Visual inspection found no visible damage to lens. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim # 717756.

Event description:
The reporter indicated that a 12.1mm, vticm5_12.1, -10.50/+3.50/94 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for a non toric lens due to lens rotation not associated to a low vault. This exchange resolved the problem.